Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and 16 shocks across three episodes of what appears to be rapid ventricular response due to atrial arrhythmia. Therapy was exhausted in the first two episodes, no therapy delivered in the last one. Boston scientific technical services (ts) recommended to have the patient seen by cardiology/ep. This device remains in service. No additional adverse patient effects were reported.